Event description:
It was reported that during deployment of a vena cava filter, all the filter limbs were crossed and they did not expand. A snare device was used to retrieve the filter and another filter was implanted without incident. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review could not be conducted as the investigation lot number is unknown. The device was not returned. Images were not provided. The complaint investigation is inconclusive for filter failing to expand. Therefore, based upon the available information, the definitive root cause for this event is unknown. It is unknown if patient and/or procedural factors contributed to the event. The current IFU (instructions for use) states: precautions/potential complications: ensure that the introducer and the delivery device hubs are snapped together and that the system has been positioned for optimal placement, before deploying the meridian filter. Do not deliver the filter by pushing on the handle, rather retract the introducer hub to properly deploy the meridian filter. If misplacement, sub-optimal placement, or tilting of the filter occurs, consider immediate removal. Do not attempt to reposition the filter. Retrieve the meridian filter using an intravascular snare only. Refer to the optional procedure for filter removal section for details. Failure of filter expansion/incomplete expansion.